Manufacturer narrative:
Results: is based upon eval of the returned sample; is based upon eval of undamaged areas on the returned sample. Conclusions: is based upon eval of the returned sample; is based upon eval of undamaged areas on the returned sample. The involved device was received and evaluated by the mfg facility. Careful examination confirmed that a portion of the polyurethane coating had been damaged and rolled back on itself in the distal direction exposing the core wire. Inspection and testing of undamaged areas on the returned sample and a sample from current production confirmed that there were no defects or anomalies and product performance specifications were met. A sample from current production was tested by grasping the guidewire shaft with a metal device and then pulling to simulate attempted withdrawal. This resulted in a similar damage to the guidewire coating. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The cause of the reported event cannot be definitively determined based on the available info. However, eval of the involved sample and a sample from current production determined that the damage of the guidewire coating is most consistent with being caught against a hard, sharp surface followed by withdrawal against resistance. The instructions-for-use do address the potential for such an event by stating in the warnings/precautions section that inappropriate manipulation of glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported that the coating came off a portion of the distal glidewire during a procedure. Although several f/u attempts have been made, additional event specific info has not been obtained.